Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2016. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.